Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced detachment of the infusion set tubing event on (B)(6) 2025.the insertion site was abdomen.the infusion set was in use for 24 hours.the patient replaced infusion sets and resumed insulin successfully. No further information available.